Event description:
In 2008, the patient's mother reported that the patient's infusion device began beeping with a blank screen. She stated that it beeped for 5 minutes and then battery depleted (e2) was displayed on the screen. She stated that she does not recall receiving the battery low (a2) alert. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.